Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a call service alarm (cs 088) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 12/21/2015 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: a review of the pump¿s black box showed cs 088, sub code 85b3 call service alarms. During testing, the pump completed the ezprime steps and 24 hour duration test with no call service alarms occurring. The pump was opened and there was no evidence of moisture or damage was observed inside the pump. The call service alarm issue was shown in the pump history but was not duplicated during investigation. Unrelated to the complaint, investigation revealed a crack in the battery compartment. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.